Event description:
It was reported that since the initial programming of the spinal cord stimulator system, stimulation was not perceived in the correct area, and it did not help the patients pain. The physician believes that the patient did not feel stimulation in the attended area because of the patients history of spinal cord injury. Reprogramming was attempted, however it was unsuccessful. The patient underwent a procedure in which the implantable pulse generator was explanted. The lead was left implanted per patient request to not open cervical incision. No additional adverse patient effects were reported. The patient is expected to fully recover.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that since the initial programming of the spinal cord stimulator system, stimulation was not perceived in the correct area, and it did not help the patients pain. The physician believes that the patient did not feel stimulation in the intended area because of the patients history of spinal cord injury. Reprogramming was attempted, however it was unsuccessful. The patient underwent a procedure in which the implantable pulse generator was explanted. The lead was left implanted per patient request to not open cervical incision. No additional adverse patient effects were reported. The patient is expected to fully recover.